Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to have reached eri in (B)(6) 2016 and eos in (B)(6) 2016, even though in (B)(6) 2015 the device read 2.5 years to eri. No programming changes were made. It was explained that the discrepancy was caused by small fluctuations in battery voltage and caused the programmer to display a longevity estimate that is longer than expected.